Event description:
Philips received a complaint on the v60 ventilator indicating that the device screen went black and the device continuously alarmed. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the device issue and requested onsite service by a field service engineer (fse). The visited the customer site and confirmed that there was damage to the liquid crystal display (lcd). The fse also download the device diagnostic report (drpt). Upon review of the provided drpt, it has been determined that the alleged alarms were a result of the customer incorrectly setting up the patient circuit. The device was alarming as intended. The fse returned to the customer site on 22aug2024 and resolved the lcd issue by replacing the user interface (ui) assembly. Following the part replacement, the fse completed a performance verification which the device passed. The device met specifications and was returned to use. The investigation concludes that no further action is required at this time.